Event description:
The hospital reported that during an endoscopic vein harvesting procedure,using vasoview hemopro 2, the body of the hemopro 2 cannula was actually broken and not the jaws. The plastic at the end of the cannula was broken off from the metal cannula. Harvester stated that the kit arrived in that way and it was never used. Therefore, the device was immediately removed from the surgical field and a new hemopro 2 was opened. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected sections: h6 - device code added "material twisted / bent" (B)(4). The lot # 25152149 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures. The device was returned with cannula to the factory for evaluation on 02oct2020 and an investigation was conducted on 30oct2020. A photograph was provided by the account. In the photograph that was provided. The adapter was returned separately and unlocked from sled of the cannula handle and hp2 could also be observed in the photograph. A visual inspection was conducted. Signs of clinical use was observed. No charred tissue and blood was observed on the heater wire. Adapter was returned separately and unlocked from sled. Adapter was successfully put back in the sled. There were no signs of breaks on the cannula. Microscopic inspection was conducted. The heater wire was observed to be completely flexed away from the hot jaw, remaining attached at the base, and the tip of the hot jaw. The silicone insulation was observed to be intact. No other visual defects were observed. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance test was conducted to evaluate the device function based on the reported failure "material twisted/bent; wire". The resistance value was measured at 0.680 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device and the evaluation results, the reported failure ¿material twisted/bent; wire" was confirmed and reported failure "break" was not confirmed. The DHR was reviewed for the reported failure ¿break¿. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed in the device lot.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure,using vasoview hemopro 2, the body of the hemopro 2 cannula was actually broken and not the jaws. The plastic at the end of the cannula was broken off from the metal cannula. Harvester stated that the kit arrived in that way and it was never used. Therefore, the device was immediately removed from the surgical field and a new hemopro 2 was opened. The hospital did not report any patient effects.